Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2011-05376. It was reported that during a rotational atherectomy treatment procedure a burr catheter and guide wire fracture occurred. The target lesion was located in the left main coronary artery. The 1.50mm rotalink burr catheter was platformed without issue. The device was then advanced over the 330cm floppy rotawire guide wire and ablation was performed. The burr was then withdrawn. To continue the procedure, the physician attempted to again advance the burr over the rota guide wire, however, the device could not be advanced. It was also noted that the rotalink burr sounded as if it was operating at a low rotational speed. The physician then attempted to withdraw the burr catheter by pulling back a non-bsc guide catheter and advancing the rota guide wire but was not successful. The dynaglide function was subsequently used to successfully remove the devices. Upon removal, both the shaft of the burr catheter and the guide wire were noted to be cut. The procedure was successfully completed with a new burr catheter and the same rota advancer and console. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluation by MFR: the rotalink catheter was received for analysis. Visual analysis revealed that the burr of the catheter unit was detached from the catheter and the distal coil had unraveled. The burr was not returned with the catheter unit. The distal coil was microscopically examined and no issues were noted. The handshake connection of the catheter unit was observed to be under the catheter body and could not be retrieved. The catheter body was therefore dismantled and the sheath cut open to retrieve the handshake connection. The handshake connection of the catheter unit was then attached to a test advancer unit and no issues were noted with the connection. The manufacturing batch record review confirmed that the device meat all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2011-05376. It was reported that during a rotational atherectomy treatment procedure, a burr catheter and guide wire fracture occurred. The target lesion was located in the left main coronary artery. The 1.50mm rotalink burr catheter was platformed without issue. The device was then advanced over the 330cm floppy rotawire guide wire and ablation was performed. The burr was then withdrawn. To continue the procedure, the physician attempted to again advance the burr over the rota guide wire however, the device could not be advanced. It was also noted that the rotalink burr sounded as if it was operating at a low rotational speed. The physician then attempted to withdraw the burr catheter by pulling back a non-bsc guide catheter and advancing the rota guide wire but was not successful. The dynaglide function was subsequently used to successfully remove the devices. Upon removal, both the shaft of the burr catheter and the guide wire were noted to be cut. The procedure was successfully completed with a new burr catheter and the same rota advancer and console. No patient complications were reported and the patient's status is listed as fine.